Event description:
Patient x-rays presented to dr (B)(6) - report of patient fall during ambulation - x-ray demonstrated fractured exeter stem. Hip revision surgery: same size exeter stem (44 no 2) replaced. Existing 36mm alumina head also replaced with delta ceramic head. Intra-operative implants. Initial hip arthroplasty implantation 2006.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.